Event description:
Roken mrs 11mm intercalary cemented stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding crack/fracture involving an mrs stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review related documentation including a single ap of the right hip and proximal femur. The event description in the pis states: broken mrs 11mm intercalary cemented stem the ap x-ray shows an incomplete transverse fracture in the lateral aspect of the distal portion of the stem of an mrs prosthesis. Fracture of an mrs cemented stem is confirmed. The root cause cannot be determined. If additional information should become available I would to further this assessment. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the medical review concluded fracture of an mrs cemented stem is confirmed. The root cause cannot be determined .further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed for determining a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken mrs 11mm intercalary cemented stem.